Event description:
An implantable cardiac defibrillator (ICD) system was returned from unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately five months post implant of the ICD system approximately four and a half years ago.

Event description:
An implantable cardiac defibrillator (ICD) system was returned from unknown source with no information. Information identified in the manufacture's data base indicated the patient died approximately five months post implant of the ICD system approximately four and a half years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device and leads associated with this adverse outcome were returned from an unknown source greater than two years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant product: 6947 implantable defibrillation lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
No eval explain code.